Event description:
It was reported to philips that the device has an etco2 malfunction error appearing. There was no patient involvement. The customer requested assistance from a philips remote service engineer (rse). Per the customer, the unit was experiencing an etco2 malfunctioning error message. Due to the noted issue, a new etco2 module was order to return the device to working condition. Based on the conclusion of the investigation, it was determined that this was a malfunction of the etco2 module. A replacement etco2 module was ordered to resolve the noted issue. The device remains at the customer site. No further investigation or action is warranted.